Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) that did not have any calcification and was 90% stenosed. Two unspecified xience xpedition stents were implanted in the left anterior descending artery, and one unspecified xience alpine stent and a 2.5 x 38 mm xience xpedition stent were implanted in the rca. The xience xpedition stent was inflated twice at 16 atmospheres. However, after deflating the 2.5 x 38 mm xience xpedition stent delivery system (sds) balloon, there was some initial resistance between the sds and an unspecified guide wire and guiding catheter during removal. The stent was fully apposed to the vessel wall, and the sds balloon was able to be removed fully deflated without any issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.